Manufacturer narrative:
Other, other text: customer reported that device failed volume accuracy test. Performed three separate delivery accuracy tests, the pump was found to be within manufacturing specifications. No actions for the issue. The cause of the problem was unknown.

Event description:
It was reported that the device failed volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device failed volume accuracy test. Performed three separate delivery accuracy tests, the pump was found to be within manufacturing specifications. No actions for the issue. The cause of the problem was unknown.

Event description:
It was reported that the device failed volume accuracy test. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed volume accuracy test. No adverse effects were reported.